Event description:
On (B)(6) 2013, the pt underwent endovascular aortic repair with a gore excluder aaa endoprosthesis. During the procedure, a contralateral leg component (pxc141200/10627004) was advanced up the pt's left iliac artery. It was reported that the pt's anatomy was moderately tortuous and calcified. The introducer sheath could not be advanced to the level of the contralateral gate; therefore, the contralateral leg component was advanced without the protection of the sheath. The physician encountered resistance while advancing the delivery catheter. It was reported that as the physician continued to advance the catheter, the deployment line had then broken. The distal end of the device was disconnected from the shaft of the delivery catheter, and the undeployed device remained on the guide wire. The physician was able to withdraw the delivery catheter, then snare and remove the undeployed device from the pt. A new contralateral leg component was advanced and deployed, and the procedure was completed without any further complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.